Manufacturer narrative:
A battelle critical care decontamination system (ccds) worker reported a small h202 spill located near the ccds bioquell unit. The ccds worker cleaned up the spill. The unit was returned to service. There was no report of injury.

Event description:
Battelle critical care decontamination system (ccds) worker reported a small h202 spill located near the ccds bioquell unit. There was no report of injury.